Event description:
Information received indicates the patient was "readmitted on 03/16/95 for release of ventral aspect of penis with incision and drainage of the scrotal hematoma; discharge diagnosis was scrotal hematoma, tethering at base of penis, hypertension, diabetes and cardiac valve disease."